Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing came apart at the connection. Although requested, no additional event and/or patient information was provided.

Event description:
It was reported that the tubing came apart at the connection. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information detailed), & section; h.6. (Device code). The customer's report the tubing came apart at the connection was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection of the set noted separation at the engagement of the outlet of the top smartsite port and pvc tubing components. Multiple kinks were noted along the tubing throughout the set. No other damage or issue was observed. Examination under magnification of the separated tubing end observed insufficient solvent. When aligning the separated tubing end's depth with the open smartsite end, a gap was observed indicating that the tubing was not fully inserted. Dimensional analysis of the tubing's outer diameter observed it was within specification(s). The root cause is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.